Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal seal was analyzed and failure analysis investigation was able to replicate and confirm the reported issue. Failure analysis found the primary failure torn seal to be related to the customer complaint. The seal was found to have tears. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer found a black piece of the universal seal on the patient¿s abdomen. A piece of the seal was torn from the inner seal. It was retrieved without harm. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the universal seal was not inspected thoroughly as it was just opened from the sealed pack. The seal was caught/torn as the instruments were exchanged frequently through the port. All pieces were retrieved by the surgeon using the system. All pieces were recovered by comparing the tear to the retrieved fragment. No additional surgical procedure required to remove the fragment. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed normally without complication, delay, incident, or harm to the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting a black piece torn, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.